Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the right distal radius fracture with the screw. After drilling, the screw head was stripped while inserting the screw. The surgeon changed the handle to another one to make it easier to apply force. However, it still did not go well, and finally the screw couldn't be locked. When the surgeon checked the x-ray, there was no problem when he moved the elbow joint, and the incision was closed. The surgery was completed successfully with a thirty (30) minute delay. This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 1 of 1 for (B)(4).